Event description:
It was reported that the catheter was removed and was "encrusted with infection". Per the reporter, the infection was diagnosed a week ago. The pt remained hospitalized for other reported medical issues. Please refer to manufacturer's report #: 300420917800805413 for additional info.

Manufacturer narrative:
Results: used for the catheter.